Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition of vibration was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had contact damage, trigger did not move smoothly, insufficient/low power, dirty terminals, trigger stuck and failed pre-test for general condition, check for sticky trigger and check the oscillation frequency with the frequency meter due to component wear.

Event description:
It was reported that the battery oscillator device had vibration. During service and evaluation, it was determined that the device moving parts did not move smoothly trigger. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.